Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 on a patient with restricted posterior leaflet. A mitraclip xtw was prepared for use, inserted, and steered down to the valve per instructions for use. However, while establishing final arm angle (efaa), the clip continuously opened. From roughly 20 degrees to roughly 40 degrees. Troubleshooting was performed, and the clip was able to stay closed. The clip was then deployed on the mitral valve. It was noted the clip remained stable on the leaflets. The procedure was completed, and the mr remained at a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.